Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and a red x on the display. Blood glucose level at the time of the incident was 218 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. No critical pump error or blank display noted. However, the pump had pump error 75 during self-test, pump error 41 during rewind and high sleep current due to corroded electronic assembly. Analysis was unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 41. The motor was found with traces of corrosion. The insulin pump was received with cracked case on the back at the battery tube area, minor scratched display window, case and keypad overlay.